Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Avea unit would begin to auto cycle 1 minute after passing the leak test. Field service technician re-seated gde & performed full ovp. The unit passed per manufacture specification & no autocycling was found after 30 minutes of operation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ii ventilator has auto cycling issue. The reporter confirmed that there is no patient involvement associated on this event.